Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, part of the implant extruded through the skin and the user underwent a surgery for this some weeks ago.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient underwent a revision surgery due to skin problems i.e. Extrusion of the internal device. Reportedly the recipient is elderly and has very thin skin, which likely contributed to the observed issue. Reportedly re-implantation is considered due to a device malfunction.

Event description:
Reportedly, part of the implant extruded through the skin and the user underwent a surgery for this some weeks ago. The user is elderly and the skin in the implant area is extremely thin. No accident or trauma was reported.